Event description:
It was reported that the patient experienced a leaking cartridge after a supply change and inquired about the cause. The lot number could not be obtained as the patient no longer had the box. Blood glucose was affected by the leaking cartridge. The patient completed a full supply change to resolve the issue, and blood glucose was trending downward by the end of the call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.